Event description:
A surgical technologist reported that there were many occlusion during the quadrant mode of a cataract procedure. The issue was resolved by replacing the cassette and tip. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
At this time the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).